Event description:
Reporter alleges per a mammogram there is evidence of implant rupture bilaterally with some collapse of the inner silicone implant, but what appears to be an intact outer envelope with no free silicone seen. Reporter also alleges the pt had a closed capsulotomy to the right breast on 6/23/98.